Event description:
Incorrect behavior - stance phase resistance is delayed ("air in hydraulics") leaking, charger hard to connect, noise practitioner did not have any information on the fall. Emailed customer event checklist to fill out and send back to attach. Doesn't believe it was due to the knee failure but I advised we still need to make an incident report on it. On (B)(6) 2024 - visit in our office, patient reported fall within past month, on (B)(6) 2024 - broke knee replacement & had surgery, on (B)(6) 2024 - broke knee replacement & had surgery, on (B)(6) 2024 - broke knee replacement again & had surgery. On (B)(6) 2024: we need urgently more information in this case: what's the cause of this complaint? Leaking, charger hard to connect, noise and stance phase resistance is delayed ("air in hydraulics")) or the fall? The fall was in january (regarding checklist) did the fall result in the surgeries? What was the reason of the fall? (C-leg fault?) Why didn't the practitioner report the fall in january? What is meant by knee replacement? (Osseo?) Please give us more information about the surgeries! Hello, I tried to fill out the form to the best of my knowledge. The patient is a left ak and has a right knee replacement (surgical hardware in his knee to replace damaged tissue/cartilage). The patient has been having this knee replacement on the right side for a while. The fall that was reported by the patient at our office visit on (B)(6) 2024 was not elaborated on, since he only mentioned that he fell recently. To my knowledge, there was no surgery in january. I cannot say if the fall was a result of the c-leg at this time. The subsequent surgeries reported by the patient were to repair the patient's right side knee replacement. Whether the right knee surgical hardware was damaged due to a fall or due to some underlying surgical complication I cannot say. All I can report is what the patient told me. On (B)(6) 2024: we would need to know if the surgeries in (B)(6) 2024 were related to the fall in (B)(6) 2024 respectively if the surgeries were already planned before the fall. Therefore, please get in touch with the customer to check this detail! "Whether the right knee surgical hardware was damaged due to a fall or due to some underlying surgical complication I cannot say." Hello, from my understanding, no, the surgeries were not planned before the fall in january. He has had surgical complications with this knee for years. He has had over 70 surgeries on this knee replacement to date. So, I would be lying if I said that the knee broke due to fall or not, because that is unknown. Patient nor doctor can tell us why the knee broke. Does this make sense??? I guess the answer is no. It did not break due to fall.